Manufacturer narrative:
Philips service replaced the flexvision control pc; system returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision screen failed to display xtarvision due to a pc issue on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.